Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated against the complaint. Upon visual inspection the returned mod head has wear on the outside radius and there is no visible debris inside of the taper with some scuffing on the outside radius. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The event has been confirmed with medical records.

Event description:
It was reported that a patient underwent a left hip revision arthroplasty approximately 7 years post implantation due to elevated ion levels, pain, limited mobility, wear, and metallosis. An inflamed capsule with extensive metallosis, mild trunnion wear with no corrosion, and small cysts in the peri-acetabular region were noted intra-operatively attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - m2a magnum cup, catalog#: us157856, lot#: 532280. Taperloc stem, catalog#: 11-103206, lot#: 482370. M2a magnum taper adapter, catalog#: 139258, lot#:466980. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-04075, 0001825034-2017-03745

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been corrected: corrected previously reported blood test results.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately seven years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information received. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s legal counsel reported patient underwent left hip arthroplasty with metal on metal components. Legal counsel further reports patient underwent a revision approximately seven years later due to elevated ion levels.